Manufacturer narrative:
(B)(4). The fungal peritonitis was likely related to the patient¿s compromised immune status. There was no allegation against fresenius peritoneal dialysis products. The patient¿s death was unlikely related to peritoneal dialysis treatment with fresenius peritoneal dialysis products and likely related to his cardiac status.

Event description:
The peritoneal dialysis (pd) patient's registered nurse (rn) reported the patient had expired due to ventricular fibrillation on (B)(6) 2016. During follow-up with the pdrn, she reported that the patient had come into the clinic on (B)(6) 2016 and generally looked unwell. The patient's physician requested that the patient be drained to try and see if removing fluid would improve his condition. The effluent was noted to be cloudy and a culture was sent. He did not have any signs or symptoms of peritonitis. He was treated with 250mg of levoquin and 2g of vancomycin per the clinic's peritonitis protocol. The patient continued to be unwell and was admitted to the hospital and expired on (B)(6) 2016 due to ventricular fibrillation. The patient had recently been discharged for a cellulitis that he had not recovered fully from. During that admission the nurse reported that they had wanted to take him to the operating room for vascular surgery in his lower extremity. They were unable to do this surgery as the cardiologist recommended that he would not survive the surgery due to his cardiac status.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) patient¿s registered nurse (rn) reported the patient had expired due to ventricular fibrillation on (B)(6) 2016. During follow-up with the pdrn, she reported that the patient had come into the clinic on (B)(6) 2016 and generally looked unwell. The patient¿s physician requested that the patient be drained to try and see if removing fluid would improve his condition. The effluent was noted to be cloudy and a culture was sent. He did not have any signs or symptoms of peritonitis. He was treated with 250mg of levoquin and 2g of vancomycin per the clinic¿s peritonitis protocol. The patient continued to be unwell and was admitted to the hospital and expired on (B)(6) 2016 due to ventricular fibrillation. The patient had recently been discharged for a cellulitis that he had not recovered fully from. During that admission the nurse reported that they had wanted to take him to the operating room for vascular surgery in his lower extremity. They were unable to do this surgery as the cardiologist recommended that he would not survive the surgery due to his cardiac status.